Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual. It was reported the healthcare provider (hcp) tried to interrogate the left ins today but they were unable to do so. Technical services (tss) reviewed the right side device was almost certainly at eos. No patient symptoms or further complications were reported as a result of this event. Right ins: (B)(4) 2.8v 60usec 160hz 645ohms 24/7 5.1 years 3.36 current battery voltage

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the cause of the eos was due to normal depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the cause of the inability to interrogate was due to the ins being at eos. They received a message saying they saw the patient had bilateral devices that she believes the last battery change was 2012 and last interrogated 2 years ago. They couldn't get anything on the left ins and they assume it drained completely. The right is set at 2+0-1-/2.8v/60/160//. The patient is reported to be resolved and the patient has since had replacement surgery.